Event description:
Olympus received a medwatch report (B)(4) indicating that the wire coating of the 0.035" sureglide stiff, bx/5 guidewire dislodged inside the patient's kidney upon removal during a cystoureteroscopy with holmium laser lithotripsy of ureteral calculus and stent insertion. The provider was able to extract the wire coating. There was no further impact to the patient.

Manufacturer narrative:
The suspect device has not been returned to olympus. Additional information was requested but no further information was obtained. The medwatch report is attached for reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Since the subject device was not returned to olympus for evaluation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the tips of some metal devices may cause the coating material on the guidewire to be scraped off under conditions of sharp bending or kinking. If this occurs, it is recommended that any fragments of the outer coating be removed. While advancing or withdrawing any coated guidewire, avoid sharply bending or kinking the portion of the guidewire that extends beyond the instrument.¿ ¿do not apply excessive force to advance or withdraw the guidewire. Doing so may result in complications. If resistance is encountered, determine the cause, and take remedial action before continuing.¿ ¿do not directly fire any lithotripsy system upon the device as it may damage the wire or may cause patient injury.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.